Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: a fracture of the inner coil was found at the connector region consistent with fatigue. This fracture is consistent with the observation from the field of noise and lead impedance measurement anomalies.

Event description:
It was reported that the patient received inappropriate therapy due to noise. Out of range autocapture measurements and increased pacing lead impedance were also noted. The lead was explanted and replaced.